Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The balloon was removed and connected to the console. Customer noted the balloon membrane did not inflate. The balloon was replaced to continue therapy.

Manufacturer narrative:
Complete event site name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The balloon was removed and connected to the console. Customer noted the balloon membrane did not inflate. The balloon was replaced to continue therapy.